Event description:
It was reported that the lead was explanted due to high ventricular thresholds. No externalized conductors were noted on fluoroscopy during the case. Normal impedance and sensing were seen and there was no noise on the lead. The patient's condition post procedure was stable.

Manufacturer narrative:
(B)(4).